Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus). The patient wished to be completely dry, therefore, it was decided by the physician that a smaller size cuff had to be implanted to correct the incontinence. The existing cuff was removed and replaced with a new cuff component. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device history record review: the lot information was not provided for the returned components so a DHR review could not be performed. Based on the product analysis, this event is also not believed to be a manufacturing issue, so no DHR review is necessary. Device technical analysis: upon receipt at our post market quality assurance laboratory, the cuff component was visually inspected, microscopically examined, and tested for leaks. The cuff kink resistant tubing was separated distal to the adapter. The damage is consistent with a sharp instrument that likely occurred during explant. This will be considered secondary damage and not a product malfunction. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). The IFU lists urinary incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: the complaint investigation conclusion code is known inherent risk of device.

Manufacturer narrative:
Pending investigation closure.

Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus). The patient wished to be completely dry, therefore, it was decided by the physician that a smaller size cuff had to be implanted to correct the incontinence. The existing cuff was removed and replaced with a new cuff component. No patient complications were reported.